Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. It was indicated that the patient used an expired sensor, which is off-label usage of the device. On (B)(6) 2022, the patients parent observed that the patient had been thirsty and drank all water in the bedside cup and then wet the bed. The parent observed that the cgm values were in the upper 100¿s (mg/dl) and then immediately went to a low alert on the next reading. The parent did a bg finger stick which was 454 mg/dl and the corresponding cgm value was 44 mg/dl. The parent gave an insulin correction bolus based upon the bg meter reading which took effect during the night. By the following morning when the patient awoke the bg had decreased and was in range. There were no ketones present at the time of the report and the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.